Event description:
It was reported that pump displayed malfunction alarm code malf 0 with fault ID 0x24d3 and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised that pump could continue to be used, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.